Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon appears unfolded but shows no signs of inflation as the inflation lumen and the balloon lumen is dry. A slight kink was observed proximal to the proximal x-ray marker, a reference guide wire could be fully introduced. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct folding of the balloon. Further, the balloon crossing profile is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for pre-dilatation of a mildly calcified lesion (85 percent stenosis degree) in the moderately tortuous mid sfa, but the device could not pass the lesion. Another balloon was used to finish the procedure.